Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had discomfort at the ipg site due to their ipg flipping. Surgical intervention was undertaken on (B)(6) 2025 in which the battery was sutured to prevent flipping.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.